Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
It was reported that patient stopped using the system for many years and leading the ipg to be inoperable. As such the ipg was replaced with a new ipg and reportedly effective therapy was restored.